Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the operating room for a generator change. No electrical anomalies were observed prior to procedure. During the procedure the ra lead exhibited high, out of range pacing lead impedance through psa. The patient was in af and capture thresholds could not be assessed. The lead was connected to the new device and atrial impedance was in range. The lead remains implanted.